Event description:
It was reported that the patient's pacemaker was explanted and replaced on (B)(6) 2018 due to premature battery depletion. During the procedure, debridement and debulking of the pocket were performed due to excessive scarring from an unrelated patient issued. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.